Event description:
It was reported that during explantation of an impella 5.5 the inlet was broken off the cannula. Explantation was completed successfully, and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. Pd-cannula assembly (separation, break) - based on the clinical details and photo returned, the cause of the pd-cannula assembly (separation, break) - is most likely due to a material fracture due to an unintended user error as the inlet cage was clamped down and the pump was pulled.